Event description:
It has been reported to philips that the system had an image storage problem. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the ippc (image processing computer) and image disks. The fse replaced the ippc, image disks, reloaded the software and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned treatment and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot store images. Review of the log file showed ippc failure. And fse identified that disk bay 1 was dead and couldn¿t load software. Fse, replaced ippc and image disks and reloaded the software. After replacement of parts and loading of software the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.